Manufacturer narrative:
This male patient of unknown age and medical history experienced a thrombotic event after implantation of a cypher stent. The patient had a cypher stent implanted in his right coronary artery, following cardiac catheterization performed as a result of myocardial infarction. After implant of the stent, the patient suffered stent thrombosis causing serious personal injury and requiring substantial medical treatment and/or requirement of lifetime plavix therapy. Description of the vessel such as percentage of stenosis, tortuosity, presence of calcification, etc, was not reported. Vessel classification was not reported. Baseline measurement of ejection fraction was not reported. There is no information regarding procedural details such as: debulking or pre-dilation of lesion before stent deployment, pre and post procedure cardiac enzyme values, pre and intra-procedure medications used. One cypher stent of unknown length and diameter, unknown lot number and unknown expiration date, was deployed at unknown pressure in an unidentified section of the rca. Post dilation of stent was not reported. The residual diameter stenosis was not reported. Confirmation of complete stent apposition to the vessel wall by ivus was not reported. Timi flow was not reported. The report did not indicate when the patient was discharged from the hospital. No additional information was available. The product remained implanted in the patient and is thus not available for evaluation. A device history records (DHR) review could not be conducted because the lot number of the product was not reported. Thrombotic events are a known potential adverse event following stent implantation. Patients who are known to be at high-risk for thrombotic events include those with long lesions, a vessel diameter less than 3mm and previous thrombus. With such limited patient and procedural information available for review, the lack of availability of the product's lot number to perform a DHR review and the unavailability of the product to analyze, it is not possible to determine what factors may have contributed to the reported event.

Manufacturer narrative:
The date of the event is unknown. Additional information will be submitted within 30 days of receipt.

Event description:
The patient had a cypher stent implanted in his right coronary artery, following cardiac catheterization performed as a result of myocardial infarction. After implant of the stent, the patient suffered stent thrombosis causing serious personal injury and requiring substantial medical treatment and/or requirement of lifetime plavix therapy.